Manufacturer narrative:
UDI# (B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent an initial left total hip arthroplasty due to end stage degenerative arthritis. Zimmer biomet products were implanted without complications. The patient underwent a revision procedure one year later due to pain, migration, and bone erosion. The patient had chronic left hip pain. During the procedure, an anterior column defect was observed. Psoas tendon seemed to be coursing over the exposed acetabular components. An allograft femoral head was then fashioned into a figure 7-type graft. It was screwed to the ilium of the acetabulum so that the femoral head would fit into the acetabulum and cover the anterior defect. All zimmer biomet products were removed and new zimmer biomet products were implanted. No other complications/ significant findings related to the reported event were noted. (DHR) was reviewed and no discrepancies relevant to the reported event were found root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00771301300 / modular femoral stem/ lot # 60743574. Part # 00630505636 / liner standard/ lot # 61736832. Part #00784802300 / modular neck/ lot #62057717. Part #00877503602 / bioloxâ head / lot # 2651989. Part # 00625006525 / bone scr/ lot # 62069604. Part # 00625006525 / bone scr/ lot # 62069604. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01338. 0001822565 -2020 -01337. 0001822565 -2020 -01356.

Event description:
It was reported patient underwent hip revision surgery approximately 14 months post implantation due to pain, migration, and bone erosion. Attempts have been made and additional information on the reported event is unavailable at this time.